Event description:
Allegedly, when I took it out, there was a clear damage to the inside back.update 11-nov-19: primary surgery date for the patient (B)(6).

Manufacturer narrative:
This will be completed upon investigation.

Event description:
Allegedly, when I took it out, there was a clear damage to the inside back. Update 11-nov-19: primary surgery date for the patient (B)(6) 2013.